Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, wiring was performed in the left pulmonary artery. Upon the first deployment attempt from the left pulmonary artery (lpa), the valve was was positioned too low in relation to the target implant depth, and the entire system dislodged. Subsequently, the valve was recaptured using both the non-medtronic sheath and the delivery catheter system (dcs) by aligning the capsule and the non-medtronic sheath together. The valve was successfully placed on the second deployment attempt. It was noted that this was a borderline case for implantation as the landing zone was 2 millimeters (mm). The patient's significant tortuosity of the right ventricle and pulmonary artery, as well as the main pulmonary artery being markedly dilated contributed to the deployment/positioning issue. No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. There were no issues reported as a result of the dislodgement.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, wiring was performed in the left pulmonary artery. Upon the first deployment attempt from the left pulmonary artery (lpa), the valve was was positioned too low in relation to the target implant depth, and the entire system dislodged. Subsequently, the valve was recaptured using both the non-medtronic sheath and the delivery catheter system (dcs) by aligning the capsule and the non-medtronic sheath together. The valve was successfully placed on the second deployment attempt. It was noted that this was a borderline case for implantation as the landing zone was 2 millimeters (mm). The patient's significant tortuosity of the right ventricle and pulmonary artery, as well as the main pulmonary artery being markedly dilated contributed to the deployment/positioning issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {harmony-25}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2026}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.